Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery the bone punch of the device loosened when punching the pilot hole. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint is not confirmed. Functional testing between the handle and shaft does not have any issues. However, the disposable punch issue per material report was c0795-01 batch # 15092310, and the returned device was c0795-01 batch # 15064488, which does not belong to ar-2600sbs-5 batch # 15109835, and four swivelocks were not returned from the kit. Laser marks of the returned disposable punch 4.5mm faded, abrasion mark on shaft, and chips on the handle. No problem found.